Event description:
(B)(4). In 2009 I had essure coils placed. Shortly after I started with severe migraines and sharp shooting pains in my stomach. I also experienced pain in my pelvic area along with swelling. In 2011 an MRI was done due to migraines, nothing found. In 2012 I was seen by a rheumatologist diagnosed with vitamin d deficiency and iron deficiency. In 2014 I had my gall bladder removed, sharp shooting pains still occurred after with fainting spells. Inbetween all of this I have been diagnosed with several bacteria vaginosis infections, not to mention have had same partner for ten years. In (B)(6) of this year I had to have part of my cervix removed due to displagia. Last week I was put on heart medication due to the fact of heart palpitations. I am also borderline diabetic now. Before 2009 I was as healthy as could possibly be, never had health issues. I am always fatigue and moody. I hope these issues are taken into great consideration because this is not normal.